Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a low blood glucose event. The customer reported their blood glucose declined to 35 mg/dl. The customer stated their low required emergency assistance. Customer's wife transported the customer as a result of their low. The customer declined to provide further information. The customer declined to return the insulin pump for analysis.